Event description:
On 14 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection was performed an no anomalies were observed. In-house testing did not reveal any anomalies. Review of in vivo raw data showed optical instability in all four channels around the time frame of the reported inaccuracies. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 12 oct 2025. G3. Date received by the manufacturer? 12 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.